Manufacturer narrative:
Continuation of d10: product ID 8711 lot# serial# (B)(6); implanted: (B)(6) 2013; explanted: (B)(6) 2024; product type catheter. Section d information references the main component of the system. Other relevant device(s) are: product ID: 8711, serial/lot #: (B)(6), ubd: 25-apr-2013, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a health care provider (hcp) via a manufacturer representative (rep) regarding a patient receiving int rathecal unknown drug via an implantable pump for unknown indications for use. It was reported that the catheter was not able to aspirate and the catheter was replaced. There were no signs or symptoms that the rep was aware of. The rep stated that the hcp could not aspirate the catheter so he replaced. There were no environmental/external/patient factors that had led or contributed to the event. The rep stated that there were no diagnostics/troubleshooting performed that they were aware of. The issue was resolved at the time of the complaint and the patient was doing well. It was stated that the health care provider did not have any further information regarding this event. The device was not returned as the customer discarded it. The rep stated that they were not present at the event and stated that they dropped product for this case and followed up on 2024-09-20 and received information. The patient's weight and medical history was asked but was not provided.